Event description:
It was reported that during preventive maintenance, it was found that the compressor didn't promptly cycle from standby mode when air was needed. The alarm for high oxygen concentration was generated by the ventilator to which it was connected. There was no patient involvement. (B)(4). Ref MFR #8010042-2013-00222.